Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued), amikacin injection (500mg, intraperitoneal, stat, discontinued), and amikacin injection (100mg, intraperitoneal, twice daily, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. At the time of this report, the patient had not recovered and remained hospitalized. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from hospital. At the time of report, and outcome of abdominal pain and cloudy pd effluent was not recovered. Should additional relevant information become available, a supplemental report will be submitted.